Manufacturer narrative:
E1: physician name was not provided to boston scientific. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord was found disconnected from the white connector that plugs into the console, and sparks were observed at the site of disconnection. The seismiq ivl catheter was selected for use. At the start of the procedure, sparks were observed at the disconnection site, and it was found that the power cord was disconnected from the white connector that plugs into the console. While the internal wires of the power cord remained intact, the outer casing had separated from the white connector/plug-in. A non- bsc ivl device was used to complete the procedure. No impact on the patient was reported and the patient fully recovered.